Manufacturer narrative:
B3: exact date unknown, event occurred in 2021 based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.